Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 clinical code and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on the medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 1 month and 19 days post-implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, paravalvular leak (pvl) was noted at the 30-day echo follow up. Balloon aortic valvuloplasty (bav) was performed with a 24 mm non-ew balloon to expand the initial valve; however, pvl was still present and now moderate central aortic insufficiency (ai) was present as well.'' In this case, a 23mm s3u was implanted. As a post-dilation was performed, it is possible that the implanted valve was under expanded. Under expansion of the valve may create improper sealing between the thv and native annulus, leading to pvl. Additionally, it was reported that a 26mm s3u valve was implanted inside the event 23mm s3u valve. It is also possible that the event 23mm s3u valve was undersized. An undersized valve would increase the risk of paravalvular leak over the time due to inadequate sealed against to the target site (native annulus). Post-dilation could cause the valve to become over-expanded, which could prevent the valve leaflets from opening and closing, leading to central regurgitation. As such, available information suggests that procedural factors (under expanded valve, under sized valve and, post dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device remains implanted.

Event description:
As reported by a field clinical specialist (fcs), approximately 1 month and 19 days post-implant of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, paravalvular leak (pvl) was noted at the 30-day echo follow up. Balloon aortic valvuloplasty (bav) was performed with a 24 mm non-ew balloon to expand the initial valve; however, pvl was still present and now moderate central aortic insufficiency (ai) was present as well. It was decided to implant a 2nd valve due to the central ai. Trace pvl and no central ai was observed after implanting a 26 mm s3u.